Event description:
It was reported that the pump battery could not be charged. The customer went to the emergency room on (B)(6) 2025 with an elevated blood glucose level of 500 mg/dl. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged later the same day with the issue resolved and no permanent damage. A replacement pump was arranged to be sent to the customer, who will use manual injections for insulin therapy.